Manufacturer narrative:
The customer was provided with support from a ge healthcare remote technical expert. The customer configured the settings and calibrated the device to correct the issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of maximum suction. There was no report of patient involvement.